Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's new design had cutouts that go down on each side, and the patient experienced secretion leaked out of the inner cannula when coughing and talking, thus soaking the area around the trach and being a negative experience to the patient.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the unit's new design had cutouts that go down on each side, and the patient experienced secretion leaked out of the inner cannula when coughing and talking, thus soaking the area around the trach and being a negative experience to the patient. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.